Manufacturer narrative:
H6: investigation summary no samples or photos received by our quality team for evaluation. A device history review was conducted for batch number 2025238. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each batch of needles used in the manufacture of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. H3 other text : see h10.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was blocked. There was no report of patient impact. The following information was provided by the initial reporter: several nurses have indicated that there is a block in the needle when pushing the plunger.

Manufacturer narrative:
Ha device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was blocked. There was no report of patient impact. The following information was provided by the initial reporter: several nurses have indicated that there is a block in the needle when pushing the plunger.